Manufacturer narrative:
The getinge field service engineer (fse) reported that the customer did not request getinge service when the issue was called in. A follow-up call was made the facility's biomed dept. The biomed confirmed that the unit is currently in clinical use. In the meantime, they are waiting for the field action to be completed on their iabp units.

Event description:
The customer reported that while supporting a patient, the cs300 received a blood detected alarm. There was no indication of a leak and all connections were secure. The customer turned off the pump, waited 10 seconds and restarted without incident. No patient injury or death was reported. No adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that while supporting a patient, the cs300 received a blood detected alarm. There was no indication of a leak and all connections were secure. The customer turned off the pump, waited 10 seconds and restarted without incident. No patient injury or death was reported. No adverse event reported.